Manufacturer narrative:
The event of service app not recovered was reported to abbott. The patient had an unrelated surgery, and it is unknown if the ipg was placed in surgery mode. Patient has been unable to connect since the surgery. The patient was met with and the ipg was not able to be repaired. The patient's ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
It was reported that the patient underwent an unrelated surgical procedure. It is unknown if patient set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Patient is not receiving therapy and may require surgical intervention to address the issue.